Event description:
The pt experienced a loss of therapeutic effect. The pt programmer showed that the implantable neurostimulator was on. There was no known accident or incident related to this complaint. The pt was seen in clinic. High impedances were noted on a large majority of bipolar electrode pairs. The device was not successfully reprogrammed. The neurostimulator and leads were replaced. Afterward, impedances were normal. There was no pt injury associated with event. The pt recovered without sequela from surgery.

Manufacturer narrative:
The implantable neurostimulator and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.